Event description:
A malfunction was reported on the customer's pump. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer addressed the high blood glucose level by administering a correction bolus using the pump. Technical support provided information to reset the pump and assisted the customer with the reset. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump.